Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
It was reported a t-handle for a dynamic hip and condylar screw system broke. The welds came off of the teeth part of the handle. It is unusable. Original surgery was an open reduction internal fixation for trochanteric fracture. Reported delay to the surgery was between 14 and 30 minutes. The surgery was completed successfully. No pieces or fragments remained in patient. No re-operation or other medical intervention was required. No additional information regarding the patient was received. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis. Additional narrative: a visual inspection and product development evaluation was performed on the returned part. The broken dynamic hip and condylar screw system wrench was returned in two pieces. The wrench is broken at the handle where the two pieces are brazed together. The risk analysis includes the hazard of general instrument breakage. The severity of harm is identified at three while the probability of occurrence of harm is a one. The estimated historical rate of is well within the probability occurrence contained in the risk analysis. The wrench is made from 304 stainless steel, a common instrument material. The dhs was released prior to 1997. The shaft is scratched and gouged, indicating potential misuse of the wrench. In addition, the wrench is made from common materials, with the handle fastened using standard brazing techniques. Considering these factors, in conjunction with the very low historical occurrence rate, it is very unlikely that the design played a role in the device failure. As such, this complaint is invalid from a design perspective.